Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty sram memory card. System operates as intended.

Event description:
It was reported that the system would not boot. No patient injury reported.